Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer stated that she was hospitalized for blood glucose levels over 500 mg/dl. The customer removed the infusion set and the cannula was bent. After leaving the hosp, the customer again experienced high blood glucose levels, and was taken back to the hosp. The customer's doctor requested a replacement insulin pump. Nothing further was reported.